Event description:
As reported by our edwards lifesciences affiliate in germany, during a transapical transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 (s3) valve, the certitude delivery system balloon burst at the end of balloon inflation. The valve was able to be successfully implanted. A post-dilation was performed. There was no report of a patient injury, and the patient was stable post procedure.

Manufacturer narrative:
The investigation is ongoing.